Manufacturer narrative:
Hb 08/28/15 the chair was being charged outdoors in 100 degree heat ,per page 28 of the owners manual, pn1143190 rev k (3/11) states, "do not attempt to recharge the batteries when the wheelchair is outside.¿¿ should additional information become available a supplemental record will be filed.

Event description:
Provider checked the batteries and noticed they were starting to melt together. Provider states the joystick cable is cut up and duck taped together.